Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Pulse generator analysis confirmed the inability communicate. High current drain due do a defective internal component was determined to be the cause.

Event description:
It was reported that the pulse generator gave an audible alert and could not be interrogated while still in the box. The device was not implanted.